Manufacturer narrative:
The device was not returned to irhythm for evaluation. A review of the complaint revealed that the duration of the patient¿s patch prescription was 7 days. Due to the patient¿s comorbidities and allergies to antibiotics, the provided treatment did not appear effective. In addition, the patient had no history of reactions to medical adhesive or sensitive skin. The cause of the reported event cannot be determined. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. If additional information is received this report will be supplemented accordingly.

Event description:
The patient presented at the emergency room (ER) with skin irritation and signs of a secondary infection, allegedly caused by the zio xt. The patient reported that their symptoms had worsened over time. Upon removing the device, it was discovered that only the area under the monitor housing was affected while the skin covered by the device adhesive appeared normal. The patient was diagnosed with a staph infection and prescribed mupirocin bactroban 2% ointment due to allergies to antibiotics. However, follow-up discovered that the infection continued to progress despite using the prescribed ointment, and the patient also developed a fever. The patient will continue to be monitored as additional treatment may be necessary.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.